Manufacturer narrative:
Results (ruptured aneurysm, death); - (lack of information for this case). Conclusions - (lack of information for this case).

Event description:
Received a medwatch from the user facility. It was reported that the patient had a medtronic 26mm x 15mm modular graft (aneurx) placed. The patient presented to the ER five yrs later with an unknown type endoleak with ruptured aaa, and was taken to the or for emergency surgery. The patient was converted to an open repair, however, the patient's condition continued to deteriorate and the patient later expired.